Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, while performing the transseptal puncture, resistance was noted when the needle was advanced through the sheath. The set was removed and it was confirmed that the needle was fractured. The needle and sheath were replaced and the procedure was completed with no adverse consequences to the patient. The stylet was used and the needle was reshaped before insertion into the patient.